Manufacturer narrative:
Late MDR explanation: it was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. **getinge evaluation findings: a getinge field service engineer (fse) was dispatched to investigate. The fse disassembled the iabp unit and noticed that there was a large amount of dust in the iabp's inner point which was obstructing the ventilation of the power supply. It was also noted that the compressor was not working. The fse aspirated all the dust that was obstructing the power supply and compressor. The fse checked the compressor and noted that the compressor was locked. The fse removed the compressor membranes and unlocked the motor, then replaced the membranes to correct the issue. The iabp unit was reassembled and the fse completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. The model name in the complaint is for the international product. However, this complaint refers to the domestic model, product number 0998-uc-3013-69-cs-100. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) generated an electrical test fails code #50 then switched off. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) generated an electrical test fails code #50 then switched off. There was no patient involved, and no adverse event was reported.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) generated an electrical test fails code #50 then switched off. There was no patient involved, and no adverse event was reported.